Event description:
As the surgeon was screwing the anchor into the bone, the anchor broke (was pre-drilled). Malfunction report from confirms it was not removed, it is imbedded in the bone. There was no reported injury as a result. Pt's bone quality is listed as good.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4). (B) (4).